Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii y 20gax1.16in prn/ec slm there was an issue with leakage along the extension tube after the small clip was close. The following information was provided by the initial reporter, translated from (B)(6) to english: during the use of intima-ii, the blood still flowed out along the extension tube after the small clip was close.

Manufacturer narrative:
H.6. Investigation:a device history review was conducted for lot number 9141597. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the device that was returned to us, was subjected to leakage testing; the leakage that was observed, was seen flowing out of a small cut in the extension tubing. Our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review h3 other text : see h.10

Event description:
It was reported that during use of the intima-ii y 20gax1.16in prn/ec slm there was an issue with leakage along the extension tube after the small clip was close. The following information was provided by the initial reporter, translated from chinese to english: during the use of intima-ii, the blood still flowed out along the extension tube after the small clip was close.